Event description:
The customer stated that the axsym rubella lgg reagent calibration failed generating error code 1010: master calibration failure, m-cal 2 deviation too large, on the axsym analyzer. System maintenance is performed regularly and no other assays are effected. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.